Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced intermittent alarms. Earlier in the day, the pt had called the vad coordinator and stated that his module had a continuous audio alarm that he was unable to silence. The pt was on batteries at the time and took the internal battery out of the power module to silence the alarm. The system controller was exchanged and the alarms were resolved.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported intermittent alarms were confirmed during analysis. The log file was reviewed and the data recorded was consistent with the reported event. During functional testing, while moving the black power lead at the connector end, the system responded with a power cable disconnect alarm. The white and black power leads were independently disconnected and while the system was supported solely by the black power lead, a low battery alarm occurred. During further investigation, it was found that the brown conductor (battery gauge line) of the black power lead was severed. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.